Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was critically ill with respiratory failure supported by vent and experienced a stroke on (B)(6) 2021. The patient was diagnosed with large cerebellar infarcts, large occipital infarcts, a larger right middle cerebral artery (mca) infarct, and a smaller left mca infarct with a area of likely hemorrhagic conversion in the left anterior thalamus. The stroke was diagnosed by a CT scan.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure and hemorrhagic stroke could not be conclusively determined. In addition, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient was critically ill with respiratory failure supported by a vent. A computed tomography (CT) scan revealed large cerebellar infarcts, large occipital infarcts, a larger right middle cerebral artery (mca) infarct, and a smaller left middle cerebral artery (mca) infarct with an area of likely hemorrhagic conversion in the left anterior thalamus. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2019. The current heartmate 3 lvas instructions for use (IFU) lists respiratory failure and stroke as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.